Manufacturer narrative:
This product is not approved for sale in the (B)(6) the report was submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, no phacoemulsification was experienced. The system was switched out to complete the case. There was no patient harm.